Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the station had attempted troubleshooting multiple times, but it had not worked. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station had been locked up during navigation through control panel settings, and the application had been white-screening and erroring out. These issues indicated possible software corruption or instability, likely due to incomplete or pending windows updates. A field service engineer checked the station in rss, and the customer rebooted it to allow updates to be completed. It was determined that reimagining the software with pas 1.7.4 on windows 10 was necessary. Admin access was confirmed, although the system remained unstable. Lan was used with a previous static ip for connectivity, and the customer was advised to provide wi-fi credentials later for remote setup. The system functioned as intended after the field service engineer investigated the issue.